Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s.a. Stating that the device won't lock the attachment. The device was being used during a cranial surgery. There was no injury or medical intervention. There was no additional info provided.